Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter systems when trying to withdraw the needle it was stuck. There were 3 occurrences reported but the date/time and or patient information is unknown.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that during use of the bd nexiva¿ closed IV catheter systems when trying to withdraw the needle it was stuck. There were 3 occurrences reported but the date/time and or patient information is unknown. Investigation summary: received 12 nexiva 20ga units from the catalog number 383516, lot number 8177954. 11 of the units were unused and in sealed packages. The other unit was used and with no packaging. DHR review was performed on lot number 8177954. The lot number was built / packaged on nfa line #1 from 29jun18 thru 06jul18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed three non-related qn¿s were initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle disengagement difficult with lot #8177954 regarding item #383516. Investigation conclusion: the cannula of the used catheter was partially retracted, and the catheter adapter was still attached to the tip shield. No cured adhesive was observed on the tip shield or the grip. No damaged was observed on the v-clip. On the unused device there was no mechanical/physical damage to any of the components. No adhesive was observed on any of the units. During the simulation the used needle was reset to the out position. It met with resistance, cannula was caught just above the retention plate. The needle was finally pulled through the retention plate, the catheter adapter removed and observed the needle was bent. On the unused unit a retraction inspection was performed by placing fingers to hold the catheter adapter across the wings and the grip on both sides. The grip was pulled away from the tip shield with no grinding or resistance. Root cause description: although the defect needle disengagement difficult was confirmed, the unit was returned used. It is uncertain whether this defect was caused by manipulation of the device by the user or by the manufacturing process. The bend in the needle prevented the needle from passing through the retention plate. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter systems when trying to withdraw the needle it was stuck.